Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the junction between the luer lock and the tubing. As the lot number could not be verified, a review of device records could not be conducted. However, the investigation attributed the observed issue to insufficient adhesive applied during the device manufacture. Complaint information will continue to be monitored.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint no lot number was provided; therefore, a device history record (DHR) review could not be conducted. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that "chemical solution leaking from the connector between the cassette and extension tube." This occurred before patient use/while priming at facility. There was no patient involvement, and no patient harm/adverse event reported.